Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device was defective, it emits smokes. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. External investigation of the device shows nothing of note. Pil retrieved and reviewed the error log and e-83, e-84, e-87, e-93, e-176, and e-340 all occurred on 11/19/2021. These errors will be considered irrelevant, suspect errors generated due to thermal damage to pca. The device had 0 blower hours, 0 therapy hours and 0 machine hours. Care orchestrator data was unavailable. Pil then disassembled the device and found the thermal damage on the pca due to water ingress.